Event description:
The pt is a 50-yr-old white female who initially had bilateral breast augmentation in 2/79 using silicone gel-filled implants. The pt noted silicone granuloma lump in the left breast in 7/91. This implant was then excised, was removed and another implant was replaced. The left breast became hard again immediately and the right breast remained soft. Six months after replacement, the pt noted left arm burning, numbness and tingling and complained of joint pains in the elbows, wrist, legs, calves and ankles. Her ana was up at 1:320 titer. She also complained of chronic fatigue, dry eyes, dry mouth, sleep disturbance, palpitations, etc. She has a class IV capsular contracture with lumpiness on the surface of the implant and tenderness in the left axilla. The right breast implant has a class ii contracture. Because of rupture symptoms, systemic symptoms, local symptoms, it is medically necessary to remove these implants and to do a total capsulectomy.